Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited t-wave over sensing on the ventricular channel. No intervention or patient symptoms were reported.